Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful.

Event description:
It was reported via the (B)(4) study "(B)(4)," that the patient died approximately (B)(6) post the device system implant. The cause of death was requested and not received.